Event description:
An issue was reported where the insulin pump's battery charge dropped by 30% over a short period, causing an unexpected shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.